Event description:
The customer reported from hospital that her blood glucose was 402 mg/dl. Customer stated she was treated in the hospital for her high blood glucose. Customer stated the reason for hospitalization was not diabetes related. Customer stated that the insulin pump had unresponsive keypad. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.